Event description:
It was reported that during an a-fib case a pericardial effusion was noted following difficult transseptal access. Septum was aneurismal and difficult to puncture. A pericardiocentesis was performed. The pt expired a week later. The event was believed to be procedure related. It was mentioned that none of bwi's products caused the incident.